Manufacturer narrative:
Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR reports: 3006705815-2020-00963 and 3006705815-2020-00964. It was reported the patient had the entire scs system removed because it was not providing adequate pain relief. The procedure was reportedly completed without complications.